Event description:
It was reported that during preparation for an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. When the tip of the device was submerged into saline and aspirated, a lot of air bubbles were sucked into the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The sheath has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were noted. Next, they attempted to test the sheath for leaks but were unable to perform the tests due to water leaking from underneath the end cap of the sheath. The end cap was removed, and investigators identified a leak from the flush lumen. Microscopic inspection revealed a tear in the flush lumen underneath the handle cap. The sheath's valves were also inspected under a microscope, but no damage was found. Based on all the available information, the cause of the reported [ar code] was likely attributed to the device design, as a tear in the flush lumen close to the valve underneath the handle cap of the sheath was identified, creating a leak path. Further investigation is ongoing and bsc is working with the supplier to determine whether any additional solutions will be implemented.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. When the tip of the device was submerged into saline and aspirated, a lot of air bubbles were sucked into the device. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.